Manufacturer narrative:
Other relevant components include: product ID: 8709, serial# n077568034, implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 2000mcg/ml baclofen at 200mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient had the pump system explanted due to an infection in the pump pocket. It was reported the pump was functioning fine it was removed only due to the infection. The patient had a previous pump replacement in (B)(6) 2017. It was reported that the issue was resolved at the time of the report. It was reported the pump pocket was infected and was excreting pus. The patient would be managed orally until the infection had cleared and then would be re-implanted at a later date. The patient status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.